Event description:
On (B)(6) 2021, physician used ascope duodeno in a gi procedure. No medical device failure was noted for the duodenoscope during the procedure. On (B)(6) 2021, the patient came back with abdominal pain and during follow-up procedure a small perforation was found. No information available on which body structure part the perforation was. Patient outcome was not affected.

Manufacturer narrative:
No sample was returned for investigation, nor was a lot number provided. It was not possible to verify the reported failure as no sample was available for investigation and there is lack of detailed information on the reported failure to assist in investigation. Possible cause of the perforation on the patient could be due to the device failure or insufflation pressure being too high. However, this was ruled out as the cause of the failure because physician didn't observe and note any failure on the complaint sample. Instruction for use is in place to alert the user, to ensure the top hole on insufflation valve is not blocked, to avoid over-insufflation and end up with patient perforation.